Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a failure related to the device's external flow sensor and external flow sensor cable was observed. The device's external flow sensor and external flow sensor cable were replaced to address the issues.